Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient had primary right knee surgery on (B)(6) 2013. After the surgery, patient was experiencing lower leg pain, swelling and loosening. Patient saw dr. (B)(6) two weeks ago and he suggested that the implants were loose and might need revision surgery. He also suggested cat scan for patient's knee.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had primary right knee surgery on (B)(6) 2013. After the surgery patient was experiencing lower leg pain, swelling and loosening. Patient saw dr. (B)(6) two weeks ago and he suggested that the implants were loose and might need revision surgery. He also suggested cat scan for patient's knee.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had primary right knee surgery on (B)(6) 2013. After the surgery patient was experiencing lower leg pain, swelling and loosening. Patient saw dr. (B)(6) two weeks ago and he suggested that the implants were loose and might need revision surgery. He also suggested cat scan for patient's knee.